Event description:
Rptr was treated with liquid silicone infections. Rptr was not told by the physician that this product is not approved by the FDA for injection into human beings. Rptr had about 15 sessions from 10/88 to 2/90. Rptr is presently suffering from a permanent injury in his nose, causing him pain and suffering. He will need surgery to retrieve the silicone tissues according to another doctor.